Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and multiple occlusion alarms occurred when cartridge has 200 units of insulin. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.